Event description:
It was reported that the caller wanted to know if this pacemaker was initiating atrial fibrillation (af) for this patient. Technical services (ts) reviewed the reports and confirmed that the atrial pacing was initiating atrial flutter, which would turn into af. Ts suggested reprogramming options. The device remains in use. No additional adverse patient effects were reported.